Event description:
Reporter stated the buttons on the infusion device would not function when the patient attempted to bolus. She removed and reinserted the battery, and an e8 power interrupt error was displayed but could not be confirmed. The soft components on the buttons are also damaged. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the buttons are damaged and restricted handling of the pump is a possible implication. As a result, moisture may enter the pump and damage the electronics. The up button is permanently active due to an external mechanic damage. It is not possible to confirm the triggered e8 error message (power interrupt); because of the permanently activated up button, the other buttons do not respond to commands.

Manufacturer narrative:
The event occurred in (B)(6).